Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant at the lumbar (l) 1/2 spine of the superion indirect decompression system implant device. The device was no longer providing pain relief as the patient's pre-existing pain returned. The device will not be returned for analysis as it was retained by the facility per policy.